Event description:
It was reported that patients spinal cord stimulator leads outer sheath or sleeve of the lead had separated. The patient underwent a spinal cord stimulator lead explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6).

Manufacturer narrative:
Sc-2317-50 (sn: (B)(6). The returned lead was analyzed and visual inspection revealed that the lead was cleanly cut approximately 15 and 20 cm from the proximal end of the lead and the distal portion of the lead was not returned. It appears that after the lead body was cut, and the two proximal tails were pulled from the y-junction, resulting in the separation of the outer sheath and the exposure of the individual cables. A labeling review did not reveal any anomalies. With all the available information, boston scientific concludes that the complaint of lead damage has been confirmed. The labeling warns against damaging the lead with sharp instruments or excessive force during surgery.

Event description:
It was reported that patients spinal cord stimulator leads outer sheath or sleeve of the lead had separated. The patient underwent a spinal cord stimulator lead explant procedure.